Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that patient had discomfort. Pt¿s battery was uncomfortable in right shoulder area. Pt¿s battery moved to flank area.